Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of hypertension, hyperlipemia, diabetes mellitus and hypothyroidism. The patient had recently presented with an ischemic left leg with multilevel thrombus and had underwent femoral embolectomy of the left iliac, left femoral, left profunda and left anterior tibial artery and popliteal thrombectomy. The patient had subsequently required left above-knee amputation. Post-operatively the patient developed a left femoral deep vein thrombosis (dvt). The filter was implanted via the right internal jugular vein and placed in an infrarenal position. The patient then underwent embolectomy, debridement and left hip disarticulation secondary to infection and necrosis of the left stump. Approximately eight and a half years after the filter implantation, the patient developed hypertensive heart disease without heart failure. Diagnostic testing revealed a normal stress test. Approximately one month later, the patient developed lower back pain. Approximately ten years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed a filter in an infrarenal position at the level of l2-l3. The filter was tilted posteriorly with its¿ cephalad aspect contacting the posterior wall of the inferior vena cava (ivc) and its¿ caudal aspect contacting the anterior caval wall. The filter¿s retrieval hook appeared to be directed caudally. The six primary struts had tented the caval wall with early perforation suspected anteriorly and medially. Anterior struts were impinging on the overlying bowel and medial struts were in close proximity to the adjacent aorta. The upper portion of the filter also appeared to be deformed and slightly distorted. There was no evidence of strut fracture, missing components, caval thrombosis, significant wall thickening, clot within the filter or pericaval hemorrhage. The CT scan also revealed an arterial stent in the left common iliac artery and post-operative changes consistent with left leg amputation and/or hip disarticulation. The patient is reported to have become aware of the CT scan result five months later. The patient further reported having experienced abdominal pain, anxiety and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, altered shape and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Altered shape of the device is a known potential event associated with use of the ivc filters, the ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts over time. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting of the filter, deformed upper portion of filter, anterior struts impinging on overlying bowel; medial struts lie in close proximity to adjacent aorta and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. The medical records reported a history of hypertension, hyperlipemia, diabetes mellitus and hypothyroidism. Per the implant records, the patient was reported to have a preoperative diagnosis of left femoral deep vein thrombosis (dvt). The right neck was prepped and draped in standard sterile fashion, and the right internal jugular vein was punctured, following by introduction of a sheath into the right internal jugular vein and a glidewire was then advanced into the inferior vena cava. Venography was used to localize the renal veins and the optease filter was deployed below the level of the renal veins. Next, embolectomy was performed in addition to left hip disarticulation secondary to infection and necrosis of the leg stump. Approximately eight years and six months after the filter was implanted, the patient was diagnosed with hypertensive heart disease without heart failure with normal stress test. About a month later, low back pain was reported. Approximately nine years and nine months after the filter was implanted, the patient experienced dizziness with tinnitus and was referred to an ear nose and throat (ent); and an abdominal ultrasound reported a fatty liver. Approximately ten years after the filter was implanted the patient underwent an abdominal computerized tomography (CT) scan). Five months later, the image files were submitted for review. The CT review findings included a cordis optease retrievable ivc filter deployed infrarenal at the l2-3 level, tilted posteriorly with the cephalad apex contacting the posterior wall of the ivc just below the renal vein confluence, and the caudal apex contacting the anterior caval wall. The filter¿s retrieval hook appears to be directed caudal. All six primary filter struts tent the calva wall with early perforation suspected anteriorly and medially. The anterior struts impinge on overlying bowel and the medial struts lie near the adjacent aorta. The upper portion of the filter appears deformed and slightly distorted. No obvious strut fracture is apparent on the CT images; no missing components were identified; no caval thrombosis, significant wall thickening or clot within the filter nor pericaval hemorrhage. An arterial stent is present in the left common iliac artery. Post-operative changes are present on the left consistent with the patient¿s history of left leg amputation/ hip disarticulation. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), tilting, abdominal pain, mental anguish and further experienced anxiety related to the filter, becoming aware of these events approximately ten years and six months after the filter implantation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting of the filter, deformed upper portion of filter, anterior struts impinging on overlying bowel; medial struts lie in close proximity to adjacent aorta and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.